Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the first clip was released without any problems and seated very well. The surgeon attempted to clip the cystic duct a second time, but no clip was released despite repeated attempts. It was only after the fourth attempt that the clip was released. This incident occurred on three separate occasions. No change of instrument was required to complete the procedure; however, there was a resulting loss of time. Intervention: no change of instrument was required to complete the procedure; however, there was a resulting loss of time. Patient status: patient is fine.